Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (B)(4).

Event description:
The reporter indicated the surgeon implanted a cc4204a collamer single piece lens, +19.0 diopter, in the patient's eye on (B)(6) 2017. The lens was explanted and exchanged on (B)(6) 2017, for a smaller diopter lens. The surgeon cut the lens to remove from the eye and there was no patient injury. The reporter indicated the lens was explanted due to a mispowered lens, it wasn't the patients desired outcome. The reporter indicated the lens was not mislabeled but was not sure if it was a possible miscalculation.

Manufacturer narrative:
Device evaluation: the lens was returned in liquid inside a specimen cup. Visual inspection found the lens torn in three pieces and the lens missing a piece of its haptic. (B)(4).